Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was 500 mg/dl. Customer was treated with manual injection for high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active at the time of reported event. Customer was assisted with possible causes of high blood glucose. The insulin pump will not be returned for analysis.